Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were no particulates within the cassette area. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked alarm. The patient indicated that they felt overfilled and wanted to drain. After re-setting up supplies a follow up call was placed to check on the patient. The patient discontinued treatment during the final drain of treatment because they were unable to drain. The patient was assisted with performing a drain 0 where 7659 ml were drained. This drain volume is 348% of the patient's largest fill volume of 2199 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is new and was not trained on performing continuous ambulatory peritoneal dialysis (capd). The pdrn was unable to confirm if treatment was completed. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation. The pdrn was unable to review the treatment data to confirm the alleged overfill incident, however, they indicated they would follow up if they retrieve further details.